Event description:
It was reported that the device received channel error code 242.4030. No patient involvement was noted.

Manufacturer narrative:
The reported event of error code 242.4030 was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 20jun2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. This file will be closed to create new RMA sap (B)(4). The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the probable root cause of the customer¿s reported issue cannot be determined. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received channel error code 242.4030. No patient involvement was noted.